Event description:
An optometrist reported a right eye case of iritis, observed nineteen days after having undergone lasik surgery. Pt comments included report of redness, ache, and sensitivity to light. Despite repeated attempts to gain more info with regards to this case, no response was received from the reporter.

Manufacturer narrative:
A review of the technical service on-site visits showed no abnormalities that could have contributed to this event. A root cause, for the reported issue, could not be determined. (B)(4).